Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1824103 presented no issues during the manufacturing process that can be related to the reported event. Additional information and return of the device is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vcd was attempted to be used, however, hemostasis wasn't perfect after the procedure.

Manufacturer narrative:
As reported, a mynxgrip vcd was attempted to be used, however, hemostasis wasn't perfect after the procedure. Multiple attempts to obtain additional information were made without success a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant and sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended. A product history record (phr) review of lot f1824103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant and sealant sleeve still in their manufactured positions. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.